Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was identified as damaged prior to use. The lens subsequently made patient contact / inserted; however, no patient injury was reported, and no force was applied during delivery. No cartridge tip damage or additional haptic or optic damage was noted. The iol was replaced with a johnson & johnson iol of the same model and diopter power, and the procedure was completed successfully. There was no patient injury such as capsule tear reported. No medications outside the standard of care were prescribed, and no additional surgical interventions were required. The patient outcome was reported as procedure completed. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.